Event description:
It was reported that the device may have reached the recommended replacement time early. The right atrial (ra) lead dislodged, would not capture, and was programmed to a high output. The initial left ventricular lead had very high threshold for approximately one year before it was capped and replaced. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product performance information was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device may have reached the recommended replacement time early. The right atrial (ra) lead dislodged, would not capture, and was programmed to a high output. The initial left ventricular lead had very high threshold for approximately one year before it was capped and replaced. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 4196, implantable pacing lead, 2010 (B)(6); 4076, implantable pacing lead, 2010 (B)(6); 6935, implantable tachy lead, 2010 (B)(6); 4296, implantable pacing lead, 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.